Event description:
While transporting a pt, a low voltage pin fell out of the therapy cable connector when it was removed from the device to check the connection. The pt later died but the reporter stated the pt's death was not associated with the incident.